Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports "health issues", "have to get the device removed", and "completely ruptured prosthesis." Patient additionally reported ¿full of symptoms of bi asian syndromes" ; this event is not device related. Device has been explanted. This record is for the left side.